Manufacturer narrative:
Aware date (B)(6) 2015 per new information identified when a medtronic representative was trouble-shooting at the site: in the polaris spectra system control unit (scu) logs, an error message was visible, showing a strober error. Confirmed this is indicative of a hardware failure. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, confirmed the navigation system was functioning normally. - return requested. Replacement polaris spectra system control unit (scu) shipped to site (B)(6) 2015. Medtronic investigation of returned suspect polaris spectra system control unit (scu) finds that a check of the event log revealed a history of intermittent internal strober error. This scu has not been previously returned for a failure. Electrical failure. System fault code - internal strober error. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(6) 2015 software analysis was unable to determine probable cause with the information provided. No parts have been received by manufacturer for analysis.

Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, the navigation system localizer was not connecting. The localizer had two green lights on. In trouble-shooting, re-starting the cranial software resolved the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.